Event description:
It was reported that a low ma sensor error and uncommanded fluoro occurred at the same time on the 9800 system during a case. The system was removed from the procedure and another one was brought in to complete the procedure. No pt injury was reported.